Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella 5.5 on (B)(6) 2025, the patient was stable and doing well. Started with antibiotics. Chest x-ray showed large hematoma. Will continue to support over the next few days. On (B)(6) 2025 the plan was to go to the operating room (or) tomorrow to wash out and remove impella. Spoke with physician assistant and critical care doc about lower flows from impella due to high after load. The patient was taken to the or for weaning and removal of impella with the physician. Left ventricle showed recovery and no issues arose in the removal. Patient survived.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon return: "we unfortunately do not have the device for return. We do have to go back to the or for wash out these patients from time to and it is never related to a direct impella issue."

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. Hematoma: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: clinical reported the pump was getting lower flows than spec, and claimed it was due to high after load. The product was not returned for investigation, and no event logs were provided. The cause of the low pump flow could not be determined due to lack of product or event logs returned. Device history review: the device passed all the post sterile inspection checks.